Event description:
The customer returned the BronchofibervIdeoscope to the service center for a separate issue. During Olympus¿ device analysis it was indicated that the BronchofibervIdeoscope's distal end was chipped (detached) and the adhesive from the bending section cover was detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the distal end chip was attributed to stress related problems, and the bending section cover adhesive detachment was attributed to degradation related problems. Both malfunctions were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.